Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and bursts of anti-tachycardia pacing (atp) due to possible atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. Ts reviewed the recorded device data and noted the shock therapy converted the rhythm. Ts reported that no out of range measurements were observed and the device appears to be functioning as programmed. The device remains in service. No additional adverse patient effects were reported.